Event description:
A woman reported that novofine 30 disposable needles broke off in her son's arms on 2 separate occasions. She stated that on the first occasion, 4/11/98, her son's arm began hurting almost immediately, became swollen and turned purple. Her son was subsequently evaluated in the emergency room and underwent surgery to remove the needle. She stated that he had several stitches but that the arm is now well healed with only a scar remaining. The mother then reported that on the second occasion, april 20, 1998, another needle broke off, her son did not experience any pain the first day his arm became painful with some swelling. The son was examined by a surgeon and procedure has been scheduled for 4/23/98 to remove the needle. In addition, she reported that they suspect that a third needle may be lodged in her son's abdomen but that has not been confirmed since there is no visual evidence. She stated that they have been advised by physicians that should there be a needle lodged in that area, it poses no immediate problems and thus not to take any action at this time.